Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event. Per md exam notes provided, the physician felt that the symptoms experienced by the patient approximately 6 years post implant of the bard flat mesh were related to post menopausal symptoms. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient was diagnosed with vaginal vault prolapse, stress urinary incontinence and moderate lower abd/pelvic adhesive disease. The patient underwent revision of old midline scar, lysis of lower abdominal pelvic adhesions, left salpingo-oophorectomy, sacrocolpopexy with implant of a bard flat mesh, implant of a non-bard davol midureteral sling, cystoscopy, and anterior/posterior colpoperineorrhaphy. (B)(6) 2013 - the patient had an md office exam with complaints of vaginal pain and bleeding after intercourse. Per the md exam notes, the patient's vagina appeared to be atrophic with "good vaginal support" and prescribed her vaginal estrogen cream as he felt it was related to post menopausal symptoms. (B)(6) 2013 - the patient had an md follow up exam with indication that the patient's symptoms had resolved with the vaginal cream and she was doing well. No additional information beyond this time was provided.